Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient developed an infection. There were no known external factors. The patient was treated inpatient with antibiotics. A few days before the explant the patient started having symptoms of an infection. He went the ER where he was admitted. The healthcare provider decided it was best to explant the ins while they treat the infection. He left the lead implanted. The patient said he was hoping to get the ins implanted as soon as possible since he was getting good relief of his pain. The physician has not given any specific time frame to implant the ins again. The infection was treated and the issue has resolved.